Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of cold insulin. The customer's blood glucose level was 116 mg/dl. Recommendation was made to use room temperature insulin per labeling instructions. The customer declined to load a new cartridge and will continue monitoring pump performance.